Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2025. H6 component code: g07002 pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with thirty-six (36) unopened samples was received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected in all of the needles. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: (B)(4): needle breakage during use on patient. Needle tips remain in the tissue, sometimes requiring intensive searching. The metal appears "brighter." (B)(4): in some patients (over the last three weeks or so), the needle has broken during insertion. Needle tips remain in the tissue, sometimes requiring intensive searching. The metal appears "brighter." Could you please confirm how many devices demonstrated the alleged deficiency? What is the total number of procedures for the 15 devices involved? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - were there any adverse consequences associated with the patient(s)? Please provide an answer for each patient involved: - can you confirm whether the needle tip was retained in each of the patients involved in this complaint? If only some patients are affected, please indicate how many still have the needle tip retained and how many no longer have it. - were x-rays taken to locate the needle piece(s)? - was there any additional tissue damage resulting from the search for the needle piece? - is there any plan in place to remove the needle piece in the future? - if so, could you please provide the scheduled date for the removal? - was there any additional tissue damage resulting from the search for the needle piece? - in which tissue structure was the broken needle located? - what is the surgeon's opinion of the potential consequences for the patient? - what is the current status of the patient? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a excision of lesion of back procedure on an unknown date and suture was used. It was reported that needle breakage occurred during use on patient. Needle tips remain in the tissue, sometimes requiring intensive searching. Users have never had problems with this standard suture, but now the needle quality seems questionable. The metal appears "brighter." The patients were treated with the same material until the wound closed. In some patients, a needle with a stronger needle had to be used. There were no patient consequences reported. Additional information was requested.